Event description:
Covidien received information stating that due to a malfunction of an 840 ventilator the patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the compressor printed circuit board (pcb). The ventilator passed all testing. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).